Event description:
During a standard treatment, a dental electrical handpiece got hot and burned a pt on cheek and tongue to the size of the handpiece's back cap. Pt did not get any kind of ointment or medication. She was instructed to do warm salt water rinses and to use over the counter ibuprofen.

Manufacturer narrative:
During a standard treatment, a dental electrical handpiece got hot and burned a pt on cheek and tongue to the size of the handpieces's back cap. Pt did not get any kind of ointment or medication. She was instructed to do warm salt water rinses and to use over the counter ibuprofen. The analysis did show that the bearings have been grinding and vibrating. As the handpiece was in use since purchase in 2007 this is the result of a normal wear process. In addition, it was found that the head was dented. This caused the back cap button to stick in causing the head to heat up. This is usually the result of a strong hit caused, e.g. By dropping during the reprocessing of the handpiece. Handpiece was running out of specification. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. Reported due to the 2 yr presumption rule.